Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station row of cubie had failed and had not been detected on the bus. The field service engineer (fse) had replaced the retractor band and reseated the row board cable, but the issue had persisted. The fse had resolved the issue by cleaning the row board and reseating the cable connection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawer had failed and was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.